Manufacturer narrative:
Product complaint # (B)(4). Additional information was received indicating that "instrument has deep gouges" depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination. H6.

Event description:
Email received from (B)(6) orthotech with a list of broken instruments from the last week. List contains item codes but no details on how they broke or to what extent the damage is on each individual instrument.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.